Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have received multiple insulin flow blocked alarms. The user stated the insulin flow blocked alarms have occurred four times since (B)(6) 2020. Blood glucose level at the time of the incident was 14.2 mmol/l (256 mg/dl). It was unknown how the blood glucose was treated. Troubleshooting was completed and a self-test was performed. During the self-test, the customer received an hardware low level failures. Customer states they were able to rewind the pump. The pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.